Event description:
It was reported that during a case, the ventilator was alarming for continuous high pressure. The pt became hypotensive and thus, was disconnected and ventilated manually. Medication has been administered for stabilization. Reportedly, the intervention was efficient resulting in rapid resolution w/o consequences.

Manufacturer narrative:
The reported situation can be confirmed after analysis of the log files. At the reported date and time, the safety function of the software restarted the ventilator because the measured airway pressure was more than 10mbar above the adjusted pmax limit. The ventilation was reestablished as intended but overpressure situation persisted. The device executed a safety shutdown. These actions were accompanied by corresponding alarms. A photo from the device setup has been provided. It could be revealed that the hose of the anesthesia gas scavenging system had been falsely connected to the fresh gas relief valve of the auxiliary fresh gas outlet. The reported issue could be duplicated with another device in the described setup. Draeger medical finally concludes that the wrong device set up resulted in an increase of the pressure inside the compact breathing system, the breathing bag and in an airway pressure exceeding the alarm limits, respectively. The device has responded to the deviation as specified by performing the safety shut-down and by posting the corresponding alarms. The fabius IFU describes the correct connecting of the anesthesia gas scavenger system and the auxiliary fresh gas outlet. The temporary deterioration of the pt status was the consequences of a use error. The operator could manage the situation by the performed medical intervention and prevent from consequences for the pt. No similar event is known.